Event description:
Revision reason not stated; however, intraoperative findings of the revision surgery included massive cystic mass, possibly related to reaction to metal-on-metal. Pre-revision blood tests also indicated elevated cobalt and chromium levels. Metal wear was also found.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.